Event description:
Health care professional reported painful mass to left breast. "Mass felt to be benign but small fluid collection around the left breast implant identified.¿ additionally, exchange from textured to smooth due to the patients concern with the product. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Physician reported left side "biocell warranty claim." Physician later reported "painful mass to her left breast. Mass felt to be benign but small fluid collection around the left breast implant identified." The device has been replaced.

Manufacturer narrative:
Continued e1 facility name: (B)(6). Continued e1 additional phone number: (B)(6). Correct reason for reoperation: "biocell warranty claim." A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health care professional reported painful mass to left breast. "Mass felt to be benign but small fluid collection around the left breast implant identified.¿ additionally, exchange from textured to smooth due to the patients concern with the product. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, deformation, white particles calcification -like in device outer surface, cloudy and wear abrasion. A weight test of the device was verified and the device was within specification. Bubbles and voids after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing.